Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The complainant's event is typically caused by improper bone preparation and/or not inserting the implant co-axial to the bone tunnel. Patient bone quality is unknown. Per the directions for use, dfu-0125: contraindications: "insufficient quantity or quality of bone. The use of this device may not be suitable for patients with insufficient or immature bone". The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a left distal radius fracture procedure the surgeon heard an audible crack while securing the most proximal 3.5 locking screw. The plate had been secured down to the bone with the 3.5 cortical screw for compression and the distal 3.5 locking screw had already been inserted. After properly drilling using the correct drill and screw in locking drill guide, the surgeon was inserting a 3.5 locking screw into the most proximal screw hole. As surgeon turned the last turn of the screw, an audible crack was heard in the room. The surgeon believed that the screw head was prominent below the plate and it had caused a fracture of the bone. This fracture was confirmed on x-ray, but surgeon would not provide a copy. X-ray was taken prior to the close of the procedure and confirmation of a hairline fracture in the line with the screw was visualized. To date no further x-rays have been taken and surgeon confirmed that patient is doing well and does not believe it to have had any effect on outcome.